Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon implanted the ceramic insert into the duraloc option cup shell. During placement part of the ceramic insert broke off. He removed the insert and tried to insert a second, also from this insert part of the edge broke off. The surgeon noticed a wrench on the inside of the option cup shell. The surgeon had to explant the shell and complete the surgical intervention with a different size insert and shell.